Event description:
The customer reported that the drive support cap on the insulin pump was sticking out, and she had to push back in, and also the device alarmed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.